Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
During a phone call with olympus tac (technical assistance center), the support engineer instructed the customer to check the video cable going from the cv-190 to the monitor to see if they are connected properly and to check the input on the monitor to see if it matches the hardware. The customer performed as instructed and conveyed that the video cable was connected to the wrong port on the oev-262h. The customer made the correction by connecting the video cable to the correct port, received a good signal and the issue was resolved. Root cause of the reported issue based on tac troubleshooting with the customer was attributed to use error.

Event description:
It was reported that there is no signal coming to the device monitor, however, according to the reporter, the screen works as the menu came up when the menu button was pressed. There was no patient involvement on this report. No user injury reported.